Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hw12c. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver would not boot and charge as it was continuously loading. The receiver log could not be downloaded due to the continuously loading. Functional tests could not be performed. The reported allegation was not found. Confirmation of the allegation and a root cause could not be determined.